Manufacturer narrative:
The product subject to this MDR was returned for evaluation. It was visually confirmed that there was a foreign substance on the bur. A documentation review of the manufacturing records of the device confirmed that no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that when the device package was opened prior to surgery, a foreign substance was observed on the bur. No adverse consequences were reported.